Event description:
It was reported that the user experienced a low blood glucose event, with a reading of 53 mg/dl, which was treated with oral glucose tablets and soda, after which readings increased to 74 mg/dl and then 106 mg/dl; education on standard hypoglycemia treatment and timing was provided and acknowledged. Symptoms included hypoglycemia. Outcomes included recovery of blood glucose to within an acceptable range following treatment and instruction. Investigation included case triage and troubleshooting education. Investigation of this case revealed no device malfunction reported and no component issue identified based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.